Event description:
Boston scientific received information that during a pacemaker changeout the setscrews of this device were stripped. Troubleshooting was performed and a bone cutter was required to remove the leads from the device header. No adverse patient effects were reported. The device will not be returned as it was in pieces.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.